Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated with two programmers, but a magnet rate was obtainable. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.